Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product is in process of being returned.

Event description:
It was reported that the instrument fractured during the surgery and surgery was completed with other instrument.

Manufacturer narrative:
(B)(4). Report source - foreign, (B)(6). Evaluation of the returned device identified that the device was not fractured. Trial assembly confirmed that the instrument successfully hooked onto a tibial plate. Some slight wear indicative of repeated use was also noted on the device. Review of the device history records identified no deviations or anomalies. Review of the receiving inspection report identified no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.